Event description:
The pt experienced a loss of effect after an unrelated back surgery. The pt's wife also had made an adjustment. Troubleshooting indicated that the device may have been turned off. The pt stated that the device did not work and he was going to the bathroom all the time. The pt was re-directed to his physician. Additional info was requested.

Manufacturer narrative:
(B) (4).